Event description:
It was reported that the patient went into torsades de pointes and the device failed to deliver therapy. Low impedance was noted. The patient converted on his own. Externalized conductors were noted via x-ray, distal to the rv coil. Lead was explanted and replaced.

Manufacturer narrative:
The whole lead was cut into three pieces as received. External insulation abrasions were found at 2.2-3.4cm and at 3.0-5.0cm from the end of the middle piece consistent with lead friction to the ICD can. Since the conductors in this piece were missing, the damage to those cables could not be verified.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.